Event description:
It was reported that during a pancreatectomy- splenectomy procedure, the device would not open. A second device was used to excise the stuck device off of the tissue. There was no adverse consequence to the patient reported. Customer disposed of device. On what tissue type was the device used? At what location on the tissue? -spleen or pancreas. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? -happened on 5 or 6 firing. If echelon, during which stroke did the event occur? -4th, would not return. What color cartridge was being used? -white. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? -no. Was the instrument fired across or near an existing staple line or clip? -probable fired across clip. Were any unexpected noises heard? If so, when? -yes, crunch on firing stroke (hit clip?). Were any of the forces higher or lower than expected (closing, firing, or opening)? -yes, firing & return. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -no. Was there any difficulty removing the device from the tissue? -yes, cut device off with another stapler & sent specimen & stapler to pathology.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.